Event description:
Procedure type: chemosite insertion. According to the reporter: during the chemosite placement procedure, while moving the device with the dilator through tissue, the tip of the sheath broke. The surgeon decided to use another sheath and was able to complete the procedure. Add'l info has been requested.

Manufacturer narrative:
(B)(4).